Manufacturer narrative:
Isi received the patient side console battery box involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The battery was installed and it failed at power on with error 802 and 824. Battery indicator on the tiller flashing red. The power board has not been returned to isi for further analysis. An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Device history record (DHR) review-DHR review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the customer experienced a non-recoverable error 802 fault. The site attempted troubleshooting methods by performing a system restart, however, the issue persisted. At that time, the surgeon made the decision to convert to open surgical techniques post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the patient side console battery and auxiliary power board.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the auxiliary power board (apb) associated with this complaint and completed its investigation. Failure analysis (fa) could not replicate nor confirm he reported the issue - error 802. The board was installed into a printed circuit assembly (pca) system and ran 10 minutes of sine cycle and completed 10 power cycles with no duplication of the error 802. Also, the unit passed solid with ac power cord unplugged for 30 minutes. Failure analysis concluded that the problem was caused by the battery module (sn: (B)(4)), which was returned to isi back together with this apb board. The issue was fixed by replacing the gas gauge board and two batteries.